Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 64 (mg/dl). Reportedly, customer attributes low bg to stress. A glucose tablet was consumed to address bg level and customer reports that the bg level is within their target range. Recommendation was made to discuss diabetes management with their health care provider.